Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk. Unit was programmed with several bolus units and performed motor rewind. No bolus, rewind anomaly noted.

Event description:
Customer called to report she had low blood glucose of 60 mg/dl and the insulin pump had insulin squirting out and alarming during manual prime. Customer stated that the insulin pump continues to drip after the motor stops. Nothing further was reported.